Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached over 700 mg/dl. The patient was feeling sick, constipated and dehydrated. The patient was also suffering from pain during urination. For treatment, the patient was placed on intravenous (IV) for fluids and diagnostic test were ran. The patient reported having a pod fall off and the cannula dislodged. The pod was worn between 4 and 24 hours on the leg. The ketones were moderate and the patient was discharged after 3 days. The pod was discarded.